Event description:
It was reported that after comp of ostial sfa atherectomy there was an emboli in the distal sfa. The surgeon trapped the embolus against the wall with a stent.

Manufacturer narrative:
Device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions. Retroactive audit of post-market clinical study files completed, and some events were deemed reportable. CAPA opened to address complaint/MDR reporting for clinical studies.